Event description:
Pt's mother called nurse stating that diluted bloody drainage was draining from under the transparent dressing. No specific spot could be identified to account for the drainage. After dressing was changed, rn was called in by mother for same concerns of diluted bloody drainage under freshly change site roughly 15 mins later. Same problem returned. The determination was that draining was coming from where the catheter line attaches to lavender wing set. FDA safety report ID# (B)(4).